Event description:
On (B)(4) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving dilaudid 4mg/ml at 1.99 mg/day, clonidine 444mcg/ml at 220 mcg/day, and bupivacaine 10mg/ml at 5mg/day via an implantable pump for non-malignant pain and cervical radiculopathy. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient presented for a routine pump replacement due to elective replacement indicator (eri). As the physicians opened the pocket, they noticed some pus in the pocket and on the pump. The patient did not have any redness, swelling, fever or warmth around the pocket and the labs were normal. The physicians were surprised to see that. It was noted the patient experienced a possible pump pocket infection. However, the patient did not report any signs or symptoms of infection. The pump and part of the catheter that was in the pocket were explanted and sent for cultures to determine if the pus was related to an infection. The physician tied off the remaining catheter. They did not implant a new pump. The patient was admitted and started on antibiotics as they awaited the results of the cultures. The patient would be brought back at a later time to replace the pump and implant a new catheter. The patient was going to be supplemented with oral narcotics until the issue resolved. As of (B)(6) 2016, the event was not resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ it was later reported by the hcp that the results of the cultures were negative. The cause of the pus and possible infection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.